Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h166 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h166 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation, therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 95 ml of whole blood was processed at the time the drive tube break occurred. The customer stated they observed a tear in the drive tube with a small amount of blood leaking. The customer aborted the ecp treatment, and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer did not return product for investigation.